Event description:
Boston scientific received information during a routine pacemaker change out procedure, it was noted that the distal set screw for the right ventricular lead had not been secured down at implant. The patient no longer had a need for right ventricular therapy. The device was explanted for normal battery depletion. There were no adverse patient effects reported due to this field observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.